Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced recurrent peritonitis. It was not reported if the patient was hospitalized. The cause of the event was unknown. The patient was treated with unspecified intraperitoneal "drug" (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. It was not reported if the patient recovered from this peritonitis event. No additional information is available.